Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt was enrolled in trial study. It was reported that the pt had endovascular repair with subsequent distal embolization to lower extremities. Several attempts have been made to obtain add'l info. No add'l clinical sequelae were reported.